Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device switching to forward mode without engaging the safety function was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, an e-box/toggle magnetic interaction was identified as the probable cause of the reported event.